Event description:
The technician alleged that the brake casters do not hold at the head end of the bed. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.